Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet did not appear to charge until the caregiver changed the wall outlet, after which charging functioned as expected, consistent with device charging difficulty and a power supply or external power source issue that was resolved through troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alarms, and no medical intervention. Customer care provided telephone troubleshooting and user education focused on power connection and outlet use. Investigation of this case revealed normal device function once connected to a different outlet, indicating an external power source issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external environmental factors.